Event description:
The customer reported that the "plastic noses that hold the current socket are defective" in the heart start xl which made the current connection "wobbly when pulling out". There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.